Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she went through a metal detector and felt shock and pain which would not stop. She noted it felt like she was having shocks in her brain and they took her to two different hospitals but they didn't know how to help with vns, she was offered pain medication. It was also noted that the patient was having pain at the generator site, neck pain, and back pain. She noted that when she goes near lights or electronics, she has major headaches and it feels like the device is shocking her neck and pain goes up to her head. It was also noted that she has redness at the generator site which looks like bruises. She noted she hears a beeping noise from the device before it shocks her. She has been leaving the magnet over the device. She also noted that the pain makes her head and legs shake, which she clarified is not related to the patient's seizures. The patient had initially had relief from the pain and shocking when the magnet was taped over the device, however she now reports that magnet disablement is not providing relief. The patient denies cardiac type pain or shortness of breath. The vns device was checked and diagnostics were normal but the patient had an increase in autostimulations. She was admitted to the hospital for 48 hr eeg for additional evaluation. Per the vns physician's manual, metal detectors are not expected to affect the generator. Lights also would not be expected to affect the generator. Properly operating electronics such as microwave ovens, phones, etc are not expected to affect the generator unless they contain a strong magnet. Additionally, the vns system does not have the ability to make noise. No further relevant information has been received to date.